Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to investigate the reported issue of unit going in safe state after a case and error 2012 (instrument host timeout error). Fss replaced several parts related to this issue such as power supply, network adapter printed circuit board assembly (pcba), advantech single board computer (sbc), instrument manger and modified ethernet cable assembly. Fss reloaded software as well as performed a two (2) year preventative maintenance on the unit. The system was found to meet abbott medical optics specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that machine went on safe state after a case, that error 2012 (instrument host timeout error) occurred on the whitestar signature system. There was no patient involvement reported and there was no patient treatment delays or cancellation.